Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) after only 3 years. The caller though the device should have lasted longer because the patient was only pacing in the atrium. The caller was also inquiring about warranty credit. This ICD was explanted and successfully replaced with a new ICD. No adverse patient symptoms were reported.